Event description:
The customer reported that the sys would intermittently not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys had been modified by a third party. The sys was not repaired at this time and the customer canceled the svc call.